Event description:
It was reported that this was an arteriotomy closure of a femoral artery using two proglides in the pre-close technique via a 6f sheath hole prior to an endoprosthesis procedure. Reportedly, after successful suture placement, the sheath was upsized to 24f and the endoprosthesis procedure was completed. When one suture was used to close, the suture was noted to be cut [broken]. The remaining proglide suture partially closed the large hole. Another proglide suture was added to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The proglide was used with a sheath greater than 21f. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. The IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.